Event description:
It was reported that the projected battery longevity of this pacemaker decreased approximately from 3,5 years to 10 months in a span of two years. A request was made for technical services ts to assess whether this represents normal battery depletion. It was noted that the patient received radiation therapy as part of breast cancer treatment. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.